Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found a mechanical defect leading to error 23031.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23031 occurred on finger clutch button. The procedure was completed with no reported injury.